Manufacturer narrative:
(Motor hall sensor) the evaluation determined that the reported event was caused by a motor hall sensor malfunction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that the synergy resection shaver console (ar-8305, sn (B)(4)) shows the error message h15 when the shaver handpiece (ar-8330f, sn (B)(4)) is plugged in. The customer requests an inspection of all devices including the footswitch (ar-8310, sn (B)(4)). There was no harm or adverse event for patient, operator or third party reported. The surgery wasn`t completed, because no backup device was available. According to the customer, several handpieces are already defective. A second surgery is necessary.